Manufacturer narrative:
Unit received with blank display anomaly due to moisture damage on electronics assembly. Unable to performed displacement, rewind, seating and basic occlusion due to blank display anomaly. Unit received with moisture damage noted on motor, vibrator motor or battery tube assembly. Unit received with overheating conditions due to corroded battery tube assembly. Unit received with fading serial number label.(B)(4).

Event description:
Information received by medtronic indicated that the insulin pump was overheating at battery compartment. Troubleshooting was performed. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.